Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples are not loading or coming out of the device. A new stapler was opened and used successfully.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number provided is not a valid number. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with a loose, unformed staple. The returned stapler appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 23 staples left in the cartridge indicating that at least 12 staples were fired by the end user, including the loose staple that was returned. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Reference file other remarks: (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples not loading or coming out" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staples are not loading or coming out of the device. A new stapler was opened and used successfully.